Event description:
Hamilton medical ag received the following description: the ventilator alarmed with tf5510 and 5511 during standby. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Follow-up 1: investigation outcome. According to the information received, the device generated technical fault alarms 5511 and 5510. Hamilton medical ag received the device logfiles for analysis, in which the reported issue can be observed. 2025-06-06 22:20:46 tf : 5511 tech fault 5511. 2025-06-06 22:20:46 tf : 5510 tech fault 5510. 2025-06-06 22:20:45 calibration autozero failed calibration 614. 2025-06-06 22:20:45 calibration autozero failed calibration 614. According to the service manual for the hamilton-g5, the technical faults indicate the following: tf5511 - the pflow sensor signal has been outside the range of 0 v ± 0.6 v when the flow sensor autozero valves open to ambient air during autozeroing. (If the first autozero calibration is faulty, the ventilator immediately repeats the calibration.). Tf5510 - the psensor signal has been above 8.75 v on two consecutive occasions, indicating that one or both autozero valves are not switching. (If the first autozero calibration is faulty, the ventilator immediately repeats the calibration.). It is important to mention that no patient was involved in the event. However, if the event occurs during ventilation, the therapy might be affected and therefore a potential deterioration in the patient's state of health cannot be excluded. Therefore, the event is considered as reportable. The root cause was identified as a defective sensor board, which was subsequently replaced. After the replacement, the device operated as intended. The unit successfully passed all functional tests and was put back in the ICU (intensive care unit).